Event description:
Caller tested 6.3 inr, 6.5 inr, and 6.9 inr on the coaguchek xs system while a comparison lab returned as 4.6 inr. The caller's coumadin dose was held for 2 days based on the lab value. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.